Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer. Reportedly, customer reverted to manual injections for insulin therapy.